Event description:
Caller reported experiencing that occlusion alarms. The customer's blood glucose level was 465 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.